Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Notification of the death was provided by the family. No cause of death was provided. It is unknown if the device was explanted or if an autopsy has been done. No additional information has been made available at this time.

Manufacturer narrative:
It has been learned though follow-up with the healthcare provider that the device did not cause or contribute to the patient's death. This event was reported in error.

Event description:
This event was reported in error. Through follow-up with the healthcare provider it was learned that although the patient expired 28 days (0.93 months) after surgery, the edward's valve did not cause or contribute to the patient's death.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the patient expired after an implant duration of 28 days (0.93 months). No cause of death has been provided. It is unknown if the death was device related.